Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04279 and 3002806535-2016-00801).

Event description:
Patient underwent a left hip revision procedure approximately thirteen years post-implantation due to loosening of the acetabular cup.

Manufacturer narrative:
This follow-up report is being submitted to relay update and additional information. Concomitant medical products: stanmore cocr fmrl sz1 std p/n 164241 l/n 5658585, 28 mm dia cocr mod hd - 6 mm nk p/n 163660 l/ n 0000033247. The device was received for evaluation. Visual inspection confirmed the reported condition. Review of the device history record for same part and lot identified no deviations or anomalies. Complaint history review identified no other complaints for this part for this issue. No other complaints for same lo root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.